Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that since the patient¿s foot surgery in (B)(6), the patient had nausea, vomiting, lost over 15lbs., and could not keep food down. It was noted that the nurse was concerned about the patient¿s malnutrition. It was unknown if the therapy was turned off for the patient¿s foot surgery or if it was turned off, whether it was turned back on. The patient also had foot surgery in (B)(6) 2017 but had no issue after that surgery. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had podiatric surgery in (B)(6) 2018 that was unrelated to the device/therapy and since then, they had nausea. They thought maybe it was due to the anesthesia; however, they still cannot keep food now. It was noted that the patient¿s bmi was 20.0. No further complications were reported/anticipated.